Manufacturer narrative:
H2: additional information was received. B5 has been updated to reflect this information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a multilevel spinal fusion. It was reported that the site had turned on the system and moved it into the room and it had been on for one hour. The generator and mobile viewing station's (mvs) connection was red and the system was in standalone mode. They rebooted the system and were able to proceed. It was reported that the potential cause was that the system was powered on and disconnected too soon which left the detector disconnected from the mvs computer. There was a procedure delay of less than one hour and there was no impact to the patient.

Manufacturer narrative:
H3) a software analysis was initiated as part of the investigation. Logs found that the reported issue was unrelated to the software of the imaging system and the software functioned as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Work order on the system - retrieved error logs, observed system operation particularly when reconnecting umbilical cable. Found error 106 occurs when umbilical cable has been disconnected for less than 45 seconds before reconnecting. System continued to operate normally despite presence of error code. Completed system checkout, system functioning normally. Software logs received, evaluation not completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a multilevel spinal fusion. It was reported that the site had turned on the system and moved it into the room and it had been on for one hour. The generator and mobile viewing station's (mvs) connection was red and the system was in standalone mode. They rebooted the system and were able to proceed. There was a procedure delay of less than one hour and there was no impact to the patient.